Event description:
A 4.0 mm diameter x 30 mm length resolute integrity rapid exchange (rx) drug-eluting stent was successfully delivered to treat a lesion in a patient. Lesion pre-dilation was not performed. The balloon of the relevant device failed to deflate after the deployment of the stent. The physician had to pull on the catheter to remove the balloon. The deflation difficulties were encountered after the first inflation of the balloon. No abnormalities were noted during inspection of the device prior to use and no difficulties were encountered during inflation of the device. Patient status post procedure was normal and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Visual inspection confirmed there was no necking or stretching present on the inflation lumen and balloon bond. Negative purge performed on the device confirmed there was no leak present. The balloon was inflated to 9 atm's (nominal pressure) in 6.84 seconds and deflated in 7.57 seconds. The balloon was inflated to 15 atm's (rated burst pressure) in 8.04 seconds and deflated in 9.66 seconds. Deflation time specification is less than or equal to 30 seconds from rated burst pressure.

Manufacturer narrative:
(B)(4). Evaluation codes, results: other (root cause of the reported deflation difficulties cannot be determined. Returned device performed according to specification.) Conclusions: no conclusion can be drawn (root cause of the reported deflation difficulties cannot be determined. Returned device performed according to specification.) No device failure (balloon was successfully deflated during the evaluation of the device).